Event description:
As reported to coloplast, though not verified, the patient with this device experienced abdominal pain, bladder spasms, feeling of incomplete emptying of her bowels, constipation, pelvic pain, fluid collection at the site of her mesh with concern for infection (noted on MRI), pain with defecation, pelvic floor dysfunction, urinary tract infection, bladder pain, vaginal discharge, trigonitis, mixed stress and urge urinary incontinence, urinary frequency, urgency of urination, nocturia, bladder stone and mesh erosion into the bladder. This resulted in robotic-assisted lysis of adhesions with mesh exploration and cystoscopy under general anesthesia and ultimate mesh removal and cystoscopy under general anesthesia. Post excision cystoscopy notes slight trigonitis without mesh erosion and well healing incision.

Manufacturer narrative:
As an incomplete lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
As no complete lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.